Event description:
Increased chronic pain from new pump synchromed ii pump implanted to replace old pump due to battery life. Dye test done (B)(6) and CT done same day revealed pump malfunction. Injected contrast collects within a well-defined fibrous pocket surrounding the pain pump. Aspiration of fluid yielded 10cc serosanguinous fluid presumably from the well defined encapsulated pocket surrounding the pain. Pt states pump never worked.